Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The two additional perclose proglide devices referenced are filed under separate manufacturer report numbers

Event description:
It was reported that suture placement in the moderately calcified left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. The sutures of the first proglide device were successfully pre-placed. Reportedly, during suture retrieval the knot of the second proglide was locked, the suture was cut and removed. Two additional proglide devices had suture breaks. The suture of another proglide device was successfully pre-placed. The sheath was upsized to 14f and the aaa procedure was completed. The successfully preplaced sutures of two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.